Event description:
On (B)(6) 2011 customer reported that the dxc 600 pro instrument generated "hydro waste exit sump not draining in time" errors, and waste was leaking from the waste exit sump canister. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument on (B)(6) 2011 and determined that the reason the waste sump was not draining properly was due to a problem with valve #16. Fse ordered valve #16 to complete the repair. On (B)(6) 2011 fse installed valve #16. This resolved the issue and no further issues have since been reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).